Event description:
Left side tmj implants removed and reimplanted due to swelling and pain followed by treatment with steroids.

Manufacturer narrative:
No user facility report received. Pt had tmj implants placed bilaterally and was experiencing repeated episodes of swelling and muscle pain on the left side but was asymptomatic on the right side. The surgeon performed an exploratory surgery approximately 15 months after the devices had been placed at which time he removed and then reimplanted the tmj components. Culture testing was negative for infection at this time and no gross signs of infection were observed during surgery. The patient's swelling is currently responding well to treatment with steroids. The surgeon believes that the muscle pain is due to the swelling of some fibrous tissue beneath the masseter muscle. Additional testing is being performed to determine if the patient is hypersensitive to any of the implant materials.